Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the dispersion was due to the casing and insulation. The fse replaced the power supply (0014-00-0035-05). The iabp was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on standby, the cs100 intra-aortic balloon pump (iabp) unit had an electrical dispersion that caused the electrical safety checks to fail. There was no patient involvement.